Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream occlusion was not reproduced. Evaluation had the device sent to flow line for downstream occlusion testing with a failed result due to a reload set. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor values out of specification. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a patient side occlusion malfunction. The patient was connected during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.